Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump would not deliver the entire amount that was "bolused." The customer's blood glucose level was unknown at the time of the incident. The customer stated that the progress bar for the bolus delivery and the amount that is actually delivered have been drastically different. The customer has noticed this twice. The customer stated the delivery bar stated 0.2 units were delivered, but actually 4.2 units were delivered. The customer also mentioned sensor connection is being lost more frequently and the insulin pump is not as quiet during the rewind. The customer also reported a broken belt clip. The insulin pump will be returned for analysis.